Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system jet 7 reperfusion catheter (jet7) and penumbra pump. During the procedure, the physician advanced the jet7 to the target vessel, connected the jet7 to the pump, and performed aspiration using the jet7 for 90 seconds. Subsequently, the jet7 was removed. It was reported that upon removal, 3-4cm from the tip of the jet7 was observed to be deformed. Therefore, the jet7 was not used for the remainder of the procedure. The procedure was completed using another jet7. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra distributor on 10/07/2020. Results: the jet7 was stretched approximately 129.0 cm from the hub. The total length of the jet7 was 132.5 cm. Conclusions: evaluation of the returned jet7 revealed that the catheter was stretched. If the jet7 is manipulated against resistance, damage such as stretching may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system jet 7 reperfusion catheter (jet7) and penumbra pump. During the procedure, the physician advanced the jet7 to the target vessel, connected the jet7 to the pump, and performed aspiration using the jet7 for 90 seconds. Subsequently, the jet7 was removed. It was reported that upon removal, 3-4cm from the tip of the jet7 was observed to be ovalized. Therefore, the jet7 was not used for the remainder of the procedure. The procedure was completed using another jet7. There was no report of an adverse effect to the patient.